Event description:
It was reported that the red battery light on the power module would not turn off after the battery was exchanged. The battery clip seemed to be loose and fit very tight. A replacement streamline cable was sent to the customer however the cable appeared to be damaged. An additional streamline cable was requested. Related manufacturer reference number: 2916596-2024-04311 (second power module).

Manufacturer narrative:
A4: no patient involved. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H5 - labeled for single use?: correction h8 - usage of device: correction manufacturer's investigation conclusion: the reported event of a red battery light and a loose battery clip was unable to be confirmed. An image was submitted by the customer of the streamline battery clip assembly (lot number unknown); however, no physical anomalies were able to be observed. The heartmate power module (serial number unknown) was not returned for analysis. Information provided by the account stated that the backup battery was attempted to be exchanged but the red battery light remained on. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. A device history records could not be reviewed due to the serial number of the power module being unknown. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including power module visual and audible alarms. Heartmate 3 instructions for use section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.